Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to poor sensing issues. Later, helix extension and retraction issues were observed when trying to extract lead. This lead was successfully replaced. No adverse patient effects were reported. Product investigation was completed. Lead was determined to have met specifications.

Manufacturer narrative:
Product investigation was completed. Complete lead was returned intact, not severed. The helix was extended and dried blood/body fluid was observed in helix housing and tip region. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to poor sensing issues. Later, helix extension and retraction issues were observed when trying to extract lead. This lead was successfully replaced. No additional adverse patient effects were reported.